Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No audio/beep or constant tone noted. Moisture damage was found on motor assembly. Device had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was in the heat the day before and it had condensation in the screen, it was beeping and at the time of the call, the display was blank. The customer removed the battery and the constant tone did not disappear. Blood glucose value was 187 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.